Manufacturer narrative:
The reported event is unconfirmed. Visual: received 1 silicone temp sensing catheter with sample port connector and syringe. Using returned syringe the catheter was inflated with no difficulties and deflated within 34 seconds. During evaluation, no leakage was present along catheter. However asymmetrical balloon with 80:20 ratio was noted therefore was opened to capture this. Also received 2 photo samples. First photo sample shows overview of catheter with syringe. Second photo sample shows end of deflated balloon. Based on physical sample received the reported event is unconfirmed. No root cause could be found because the reported event was unconfirmed. The DHR review and the labeling review are not required as the reported event is unconfirmed. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text: the actual/suspected device was inspected.

Event description:
It was reported that a foley catheter was placed in the operating room. After that, a fixed water leak occurred. It was stated that the balloon damage could not be confirmed. No other abnormalities were found on the exterior. It was stated that inlet tube was cut and the bag was discarded.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that a foley catheter was placed in the opearating room. After that, a fixed water leak occurred. It was stated that the balloon damage could not be confirmed. No other abnormalities were found on the exterior. It was stated that inlet tube was cut and the bag was discarded.